Manufacturer narrative:
Reporter is a synthes employee. Part number: 03.100.039, lot number: t145381, manufacturing site: (B)(4), release to warehouse date: 19-dec-2016. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Visual inspection: curved pelvic osteotome 20 mm width (part. No: 03.100.039, lot. No: t145381, qty: 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the edge of the distal end of the device was slightly deformed. No rusting was observed on the surface of the device. Document/ specification review: the following drawings were reviewed during the investigation: curved pelvic osteotome 15 mm and 20 mm blade. No design issues or discrepancies were noted during the investigation. Dimensional inspection: dimensional inspection of the device was not performed due to post manufacturing and device design. Complaint confirmed? No. No rusting was observed on the surface of the device. Investigation conclusion: the complaint could not be confirmed for curved pelvic osteotome 20 mm width (part. No: 03.100.039, lot. No: t145381). A definitive root cause for the reported problem could not be determined. It is possible that the sharp edge might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the curved pelvic osteotome 15 mm and 20 mm width were pitting on the edge of the blade during the inspection. There was no patient involvement. This report is for one (1) curved pelvic osteotome 20 mm width. This is report 2 of 2 for (B)(4).